Manufacturer narrative:
The device did not return for investigation. Photographs were not provided; therefore, the complaint cannot be determined. The lot number was not provided; therefore, a review of device history records cannot be performed. Based on the information provided, the root cause is unknown. If the device and/or additional information is provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the tip of the driver broke off into a screw during a ccase. The tip and screw remain in the patient. There are no reports of symptoms due to the event.

Manufacturer narrative:
Corrected information: d9. Yes, returned to manufacturer on 07/01/2024. H3. Yes. H6. Type of investigation: 10. 3331. Investigation findings: 3252. Investigation conclusion: 61. Additional information: d4. Lot #: em51997, primary UDI: (B)(4). H4. 08/28/2023. Visual inspection confirms that the distal tip has sheared off at the base of the hexalobe. The failure is likely due to the applied torsional force being greater than the yield strength of the tip. Review of device history records showed no manufacturing or processing related irregularities. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.